Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The ffb, gib board, and the ps1 power supply were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a burning smell and locked up during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No further injury was reported.